Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all functional tests on the automated test equipment (ate).

Event description:
It was reported following a fall, patient's therapy had to be increased due to ineffective stimulation. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).